Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g781vsqskhyh1 hardware: sm-g781v cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patients blood glucose level had rose to 427 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting and feeling lethargic. It was reported after administering a bolus the patients blood glucose levels had not decreased. Once at the hospital the patient was treated with an insulin drip and intravenous fluids. The patient was discharged from the hospital the following day. The patients pod will not be returned as it has been discarded.